Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient on active pap was not properly ventilated. The active exhalation valve was not opening or closing at the correct time. It was sticking open and/or closed. The patient did not die but was not properly ventilated. No medical interventions were specified. The user was an experienced user and stopped and restarted the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient on active pap was not properly ventilated. The active exhalation valve was not opening or closing at the correct time. It was sticking open and/or closed. The patient did not die but was not properly ventilated. No medical interventions were specified. The user was an experienced user and stopped and restarted the device. The device has not been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section "adverse event/product problem" and "type of reported complaint" has been updated/corrected in this report.